Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a fine needle biopsy procedure. According to the complainant, the needle came out of the sheath during testing, but it would not retract back into the sheath. The device was not used in the patient; a second excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a fine needle biopsy procedure. According to the complainant, the needle came out of the sheath during testing, but it would not retract back into the sheath. The device was not used in the patient; a second excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The condition of the returned excelon transbronchial aspiration needle device was not consistent with the reported complaint that the needle would not retract. A visual evaluation found residue on the device, and that the needle had been retracted. The drive wire is slightly bent were it attaches to the needle. It is possible that procedural factors were encountered which may have contributed to the bent wire. After decontamination, a functional evaluation was performed and the needle extends and retracts as intended. The root cause of the reported issue was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.